Event description:
It was reported that two days after successful stent implantation, the pt experienced chest pain. A 100% stenosis was found inside the stent. Another stent was placed inside the previously implanted stent and the stenosis rate was 0%. Reportedly, the pt is doing fine after re-ptca.